Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The patient had presented to the emergency department with syncope. Oversensing that led to pacing pauses was exhibited. The patient experienced asystole several times for approximately three seconds at the time. This crt-p was explanted and replaced. The patient reported that the events that lead up to the replacement procedure were traumatic and that having another device implanted is a constant reminder of the trauma. No additional adverse patient effects were reported. The product has returned to boston scientific.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The patient had presented to the emergency department with syncope. Oversensing that led to pacing pauses was exhibited. The patient experienced asystole several times for approximately three seconds at the time. This crt-p was explanted and replaced. The patient reported that the events that lead up to the replacement procedure were traumatic and that having another device implanted is a constant reminder of the trauma. No additional adverse patient effects were reported. The product has returned to boston scientific.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The patient had presented to the emergency department with syncope. Oversensing that led to pacing pauses was exhibited. The patient experienced asystole several times for approximately three seconds at the time. This crt-p was explanted and replaced. The patient reported that the events that lead up to the replacement procedure were traumatic and that having another device implanted is a constant reminder of the trauma. No additional adverse patient effects were reported. The product has returned to boston scientific. Additional information was received and this patient had also experienced dizziness, palpitations, chest tightness, shortness of breath and fatigue during when the device was found to exhibit a malfunction. Pauses in pacing were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.